Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the counterpulsation process, staff found blood leaking. When the doctor checks it, the balloon completely popped out of the body from the hemostasis device. As a result, a new catheter was used. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Event description:
It was reported that "during the counterpulsation process, staff found blood leaking. When the doctor checks it, the balloon completely popped out of the body from the hemostasis device. As a result, a new catheter was used. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for sheath leaked is confirmed based on visual inspection. The sample was returned for investigation. The lot number reported on the complaint report does not match the lot number for the returned sample. The lot number for the reported sample is 18f22a0005. No serial number was reported. The serial number of the returned sample is ml10434. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. It was stated by the teleflex representative that "the customer said maybe there is information transfer error" regarding the batch number from the initial report. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow plastic bag. Returned with the iabc was the peel-away sheath/hemostasis and hemostasis cuff, which were no longer on the iabc. No other sheaths were returned with the sample. Upon visual inspection of the peel-away sheath, the sheath body was noted split along the entire length of the sheath, including the sheath hub/section which connects to the hemostasis cuff. Which could allow for a leak during use of the peel-away sheath/hemostasis. The peel-away sheath/hemostasis is designed to "peel-away" or "tear-off" due to the options for a sheathed insertion; however, it cannot be determined what caused the returned peel-away sheath to split. No abnormalities were noted to the sheath components and hemostasis cuff. Upon return, the one-way valve was tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped. A bend to the iabc was noted approximately 46.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. No abnormalities or damage were noted to the returned iabc. Due to the returned state of the peel-away sheath (sheath was removed from the catheter prior to return), functional testing could not be performed to the sheath. No other sheaths were returned. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. No damage or leaks were noted to the returned catheter. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 47cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 35.4cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged/split peel-away sheath. The root cause of the complaint is undetermined. The complaint is isolated. No further action required at this time. This will be monitored for any developing trends.